Manufacturer narrative:
Correction: per response from the journal author, corrections were provided for the patient age, date of death and FDA conclusion code.

Manufacturer narrative:
Patient ID and weight were requested, but not provided by the authors. The date of death is unknown, so the date of publication was used. The article states that "this patient had a very large mass and, thus, the risk for life-threatening edema was high. Rapid development of malignant edema led to global neurological decline." Page 6 of the article states, "because of the complications associated with edema, we have generally stopped offering this procedure to patients who require high preoperative steroid doses for symptom relief. In addition, we have become more aggressive with surveillance and often treat before the development of symptomatic edema to prevent its occurrence postoperatively." No malfunction of the device is alleged. Therefore no device evaluation is necessary. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
Per attached journal article, intracranial mr-guided laser-induced thermal therapy: single-center experience with the visualase thermal therapy system by patel p., patel n.v., danish s.f., (B)(6)-year-old man with glioblastoma multiforme who underwent ablation of a 60-cm3 mass died secondary to refractory edema after the mrglitt, (magnetic resonance guided laser interstitial thermal therapy), procedure. Postoperative imaging revealed malignant intracranial edema that required hemicraniotomy. After the emergency procedure, the patient failed to regain consciousness and died during the same admission. The article states that refractory edema occurred in five patients total, 2 of whom died. No specific patient information or event details were provided for the 3 patients who experienced refractory edema and did not die. A separate MDR (1723170-2016-00123) will be submitted for the second patient who experienced refractory edema and died.

Manufacturer narrative:
.

Manufacturer narrative:
Correction: upon further review by navigation customer quality (ncq) management and senior staff, serious injury was inadvertently selected as type of reportable event on the initial submission of MDR 1723170-2016-00122. The correct value is provided above in h1.